Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. They tried to retrieve the capsule, but it fell into the patient's stomach. There was no harm to the patient and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will not be returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. They tried to retrieve the capsule, but it fell into the patient's stomach. There was no harm to the patient and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will not be returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. They tried to retrieve the capsule, but it failed into the patient's stomach. There was no harm to the patient and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will not be returned for investigation.